Event description:
Additional information from the field representative indicated that this rv lead had a threshold that was increasing to over 3 volts. Thus, was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has will not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.